Manufacturer narrative:
H10: philips received a complaint by the customer on the v60, indicating that the device displayed a "1125: cooling fan speed error" after the device was turned on, and the cooling fan was not working properly.

Event description:
Philips received a complaint by the customer on the v60, indicating that a cooling fan speed error occurred after the device was turned on, and the cooling fan was not working properly. It was reported that there was no patient involvement at the time the issue was discovered. An authorized service provider (asp) engineer was dispatched onsite to evaluate and repair the device and confirmed the reported issue. Upon arrival, the asp engineer reconnected the power cord, and although the device turned on, and the issue remained. The asp engineer then checked the device and replaced the cooling fan assembly. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
Initial reporter info: (B)(6).